Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The nozzle unit in the o2 gas module was found as defective and was replaced. No logs were provided and the replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the internal leakage test failed during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).